Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2d4dp serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient had bad impedance on electrode 0. The patient was practicing pilates within a couple of weeks after implant surgery which involved massaging area of implant and rolling around on a pilates ball where the implant is located. The hcp agreed that the pilates activity probably caused the lead to move and that is why there were impedance issues. The rep clarified the allegation of filled bubbles and stated that this was just scar tissue that formed around the lead and was not air bubbles. The patient is very thin so at first it appeared to be air. The device was reprogrammed and the issue was resolved. The patient is pleased with therapy. The device was not removed and the patient is still using it. No further complications were reported.

Manufacturer narrative:
Upon additional information, there is no information to reasonably suggest that there was a serious injury, therefore this event is being corrected to a malfunction report and not a serious injury report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient had bad impedance on electrode 0. The patient was practicing pilates within a couple of weeks after implant surgery which involved massaging area of implant and rolling around on a pilates ball where the implant is located. The hcp agreed that the pilates activity probably caused the impedance issue. The device was reprogrammed and the issue was resolved. The patient is pleased with therapy. The device was not removed and the patient is still using it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had the device implanted on (B)(6) 2021 when they wanted to reprogrammed the device they notice that some programs did not allow them to go higher in amplitude and alert stating "maximum therapy has been met" and what is odd was that the amplitude for some programs was no higher than 0.4. Patient also reported a "knot" to the right side of the device. By physical examination, it looked like an air-filled bubble  and was sensitive to touch. They had the interstim removed at the same time. Patient is scheduled to see their health care professional (B)(6) 2021. Program 6 and stimulation was felt vaginally at an amplitude of 5.3.  No further complications were reported/anticipated at this time.